Event description:
It was reported that the 8800 system would not save image and had a collimator iris error during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the batteries were installed during the service call. The system was tested and found to be working as intended and put back into service.